Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that one stuck button was detected (on/off); it was noted that one stuck button was recovered. Analysis also found the display wires were pinched, keypad and encoder knobs were contaminated, and encoder nuts were not torqued to specification. It was also noted the plastic film was left on display from manufacturer. (B)(4).